Event description:
(Related symptoms if any separated by commas). I was in hospital [hospitalisation]. Failed to operate properly [device malfunction]. This serious spontaneous case from the united kingdom was reported by a consumer as "failed to operate properly(device malfunction)" with an unspecified onset date, "I was in hospital(hospitalisation)" with an unspecified onset date, and concerned a patient who was treated with novopen (insulin delivery device) from unknown start date for "device therapy", patient height, weight and body mass index were not reported. Medical history was not provided. On an unknown date, the pens failed to operate properly, and patient was hospitalized while using novo nordisk pens. Patient was issued with set of blue and silver pens while in hospital. Batch number was not available. Action taken to novopen was not reported. The outcome for the event "failed to operate properly(device malfunction)" was not reported. The outcome for the event "I was in hospital(hospitalisation)" was not reported. No further information available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) I was in hospital [hospitalisation]. Case description: this serious spontaneous case from the united kingdom was reported by a consumer as "I was in hospital(hospitalisation)" with an unspecified onset date, and concerned a patient who was treated with novopen (insulin delivery device) from unknown start date for "device therapy", on an unknown date, the patient was hospitalized while using novo nordisk pens. Patient was issued with set of blue and silver pens while in hospital. Investigation results: product name: novopen batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: non-valid classification added -investigation results were updated -event device malfunction deleted -narrative updated accordingly on 18-aug-2021 an amendment was performed. Since last submission, the following information has been amended. Serious technical complaint 'device malfunction' has been deleted as there was no attribution between the technical complaint and adverse event final manufacturer's comment: on 19-aug-2022: the case had been processed and initially as device case due incorrect assessment. There was no technical complaint or malfunction with device reported which could have led to clinical event and hospitalisation. In fact, patient was prescribed novopen device in the hospital. Therefore, this case has been downgraded to non-reportable incident. Additionally, the device has not been returned to novo nordisk for investigation. H3 continued: evaluation summary product name: novopen batch number: unknown no investigation was possible, because neither sample nor batch number was available.